Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states detection methods gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage on scope connector, the image is not displayed; nozzle has foreign objects; due to damage on up/down knob, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white-clouded area; adhesive around objective lens is peeled; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; adhesives around light guide lens has white-clouded area; connecting tube has a scratch; connecting tube has a dent; and connecting tube has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, endoscope image does not appear on the monitor. The issue occurred at an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.